Event description:
The pump had a no delivery message on display without an audible tone. Troubleshooting was performed. The no delivery message was displaying immediately. Additionally a small crack was visible on the screen. Device was not dropped, bumped, or exposed to moisture.